Event description:
It was reported that this right ventricular (rv) lead exhibited high within range shock impedances measurements around 67 ohms. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned severed at 130 millimeters (mm) from the terminal end, likely related to induced damage during explant. Calcification was observed on the outer insulation and shocking coils as well as insulation damage consistent with lead-on-lead abrasion. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high within range shock impedances measurements around 67 ohms. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.